Event description:
Male with parkinson's disease who had a deep brain stimulator implanted 8 years ago. He has done very well with this and enjoys the therapy very much. He had the battery replaced this past summer locally and again did well with that surgery. He has been plagued with squamous cell carcinoma in multiple spots over the last several months and has had multiple surgeries. In the last 2-3 months he has had a large spot occur and continue to progress in size right over his deep brain stimulator internal pulse generator on his right anterior shoulder.&#2068;his is gotten to the point that it is open and draining. The dermatologist and surgeon will not touch it since it is right over the battery. He is here requesting we moved the battery so the squamous cell can be removed. We have discussed with him both reposition of the battery a few months ago from (r) anterior shoulder to (l) lower back) and removal of his squamous cell carcinoma. Time is of the essence here as it is growing quite rapidly. Ultimately patient had dbs explanted late last month.